Manufacturer narrative:
1. The customer did not return the defective samples and photos. 2. DHR/bhr review lot# 4080076. 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4). 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the leakage test results of (B)(4) in process testing and (B)(4) in outgoing testing were within the product specifications. 4-no unqualified, deviation or rework activities in the production process. 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-(B)(4) retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2-the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the product manufacturing process, all the test results were within the requirements of the product specifications. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum on (B)(6) 2025 , to the patient using a closed intravenous indwelling needle to reduce the number of punctures, protect the role of blood vessels, to the patient after playing the indwelling needle found that the core exit end of the needle liquid leakage, after a few minutes of observation is still constantly liquid outflow, and immediately pull out the indwelling needle, replacement of a new indwelling needle to reset the tube, did not find any abnormality, considering the indwelling needle catheter interface sealing is not good leading to the leakage of liquid situation, belongs to this it's is a product quality problem replacing the indwelling needle with a new one increases the risk of vascular damage and infection, and the flow of anesthesia does not achieve the expected effect, which increases the patient's pain. In the past 7 days, there were 3 consecutive times that the same specification and batch number of indwelling needles leaked after leaving the core of the needle, the first time was patient he xiaoyan (hospitalization no. (B)(6) on (B)(6) 2025, the second time was patient ying rongliang (hospitalization no. (B)(6) on (B)(6) 2024, the third time was patient xu huifen (hospitalization no. (B)(6) on (B)(6) 2025, the third time was patient xu huifen (hospitalization no. (B)(6). Because of the frequent occurrence of the same adverse event, the performance is unstable, so the report is serious, and we hope that the manufacturer will pay attention to it."